Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The f-38 alarm was confirmed via the alarm log upon turning the device on. The cause was determined to be a left force sensing resistor being out of specification. To correct the condition, the left force sensing resistor was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.